Event description:
It was reported that the insulin pump alarmed button error and had unresponsive act and esc buttons. The blood glucose reading was 223 mg/dl. The customer stated that the insulin pump may have been exposed to water at the beach. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. No moisture damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.